Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, while inflating the balloon, it popped before reaching 19mm. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.